Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04): rasp. Visual examination of the returned product, identified the reported event of rasp fracture at the handle is confirmed. The handle has fractured off and left a pit on the rasp. All fragments (2) are accounted for. Apart from the fracture. The device shows signs of wear in the form of scratches and nicks. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed, by a health care professional. Review of the available records, identified the following: during the initial surgery, while rasping, the rasp broke off at the connection to the rasp handle. The device was able to be removed with some effort. No other complications noted. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty, the broach instrument fractured at the handle while preparing the socket bed. There was a twenty (20) minute surgical delay to retrieve the fractured instrument and a back up device. The surgery was completed without further complication. There was no patient impact and no adverse events have been reported as a result of the malfunction.